Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the o2 sensor. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator's oxygen (o2) sensor was out of range. The ventilator was not in use on a patient at the time of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.